Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging an unspecified suspend issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: review of the pump¿s suspend history revealed records of the pump being manually suspended. There was no activity outside of the normal use recorded. The pump was intact and without damage. The pump was exercised for 24 hours without any auto-suspend activity occurring. The pump was manually suspended and them resumed without issue. Investigation did not duplicate the complaint.